Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery alert was triggered. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. The device replacement procedure has been scheduled and remains in service at this time. No adverse patient effects were reported.